Manufacturer narrative:
(B)(4). The patient was contacted by product performance communications staff, and the issues were resolved. Additional information was received stating the patient was concerned regarding the instructions he was given for driving vehicles. No additional information is available at this time. This event will be reopened if additional information becomes available or if the device is returned for analysis. Additional information was received that this patient passed away in (B)(6) 2013 due to unspecified causes. This lead was returned for testing. Visual inspection noted the lead had been severed and three terminal leg segments were returned. All three lead segments were confirmed to be electrically continuous. Laboratory evaluation confirmed the lead damage was explant related. This product issue will be updated if additional information was received.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) requested information regarding the date of manufacture for his device, and the date of FDA approval. The patient was told that someone would contact him, however the patient stated he would be suing, and requested that the information be faxed to him. Additional information was received from the patient who stated he had a lead revision done because his lead 'kinked'.

Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) requested information regarding the date of manufacture for his device, and the date of FDA approval. The patient was told that someone would contact him, however the patient stated he would be suing, and requested that the information be faxed to him. Additional information was received from the patient who stated he had a lead revision done because his lead 'kinked'.